Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch will be submitted upon completion of this activity.

Event description:
A report was forwarded from the compliance action line whereby the patient contact reported that a patient blood loss event occurred after blood clotted within the dialyzer while the patient was undergoing a routinely scheduled hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) was noted as being approximately 300 ml. The following information was provided by the clinical manager at the user facility following this report. The patient does not receive the blood thinner heparin, an anticoagulant, due to having chronically low hemoglobin and platelet counts as a result of a past medical history which includes cancer and aplastic anemia. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The complaint device is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. The patient¿s current condition was noted as being well, and the patient has continued to receive routine hemodialysis.

Manufacturer narrative:
The reported complaint could not be confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number shipped to this account within the selected time frame. A records review was performed on the lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. The dialyzer clotted during the hemodialysis (hd) treatment, and follow-up was provided which revealed that the patient was not receiving anti-coagulation medication (heparin) due to an allergy to heparin. The dialyzer instructions for use (IFU) document recommends that the patient be systemically heparinized. Per the IFU, "systemic heparinization is the administration of the prescribed loading dose of heparin into the patient's vascular access and waiting a period of 3 to 5 minutes prior to initiating the treatment. During dialysis, the dose of heparin and method of administration is the decision of the physician." Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A report was forwarded from the compliance action line whereby the patient contact reported that a patient blood loss event occurred after blood clotted within the dialyzer while the patient was undergoing a routinely scheduled hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) was noted as being approximately 300ml. The following information was provided by the clinical manager at the user facility following this report. The patient does not receive the blood thinner heparin, an anticoagulant, due to having chronically low hemoglobin and platelet counts as a result of a past medical history which includes cancer and aplastic anemia. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The complaint device is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. The patient¿s current condition was noted as being well, and the patient has continued to receive routine hemodialysis.